Event description:
Medwatch# (B)(4) a facility reported that on (B)(6) 2022, the patient started treatment with santyl (unreported dose, route, frequency and indication). On an unreported date, the patient started treatment with medihoney (unreported dose, frequency and indication). In (B)(6) 2022, after starting the products, the patient ran out of santyl and was told to use medihoney. The healthcare provider stated the wound was not looking good. In (B)(6) 2022, the patient also had his left leg amputated and had a wound on his right heel. The patient's mother said it seemed like the patient was just getting wound after wound. As of (B)(6) 2022, the statuses of the patient's treatment with the products, wound looking unwell, and wound on his right heel were unknown. No additional information was provided after several attempts.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.